Manufacturer narrative:
The reported field event of inability to insert the atrial lead into the header was confirmed in the laboratory. Visual inspection revealed epoxy on the atrial ring spring, which prevented it from expanding properly. This is consistent with the field report of difficulty inserting the lead into the header.

Event description:
It was reported that during implant, the atrial lead would not secure into the atrial port. The device was not implanted.